Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4310982. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autoguard catheter crumples. The following information was provided by the initial reporter: 20-gauge bd insyte autoguard IV angio catheter "crumpled" when placing the IV after the stylet was removed and while advancing the catheter into the vein. The defective IV cath was removed and a new IV placed. No patient harm occurred.